Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. The aortic neck had a 16mm distal neck and the iliacs were 8mm with moderate tortuosity. It is reported that the stent graft was well positioned and successfully deployed, however, the physician reported that he met resistance upon trying to pull the runners down, which he described as "sticking." The stent graft was inadvertently pulled down 1cm and an aortic extender cuff was successfully placed. The delivery system was removed from the pt. Further info from the facility is pending. The pt was reported to be fine and there was no add'l adverse sequelae reported related to this event. The device was not returned for returned goods investigation.